Event description:
The customer reported that there was a 2 min delay in an alarm delivery to the intended user. It was added all other normal patient calls worked without issue. This event was captured under hillrom (B)(4).

Manufacturer narrative:
The wave clinical platform is software intended to route, store, and display data, alarms, results and diagnostic information from medical devices, electronic medical records (emr), and clinical information systems (cis). The wave clinical platform is a remote monitoring platform that displays physiologic data, waveforms, alarms, results and diagnostic information routed through the platform from supported devices and systems. The wave clinical platform is intended for use in hospital or hospital type environments. The wave clinical platform is intended to be used by healthcare professionals for the following purposes: to remotely consult regarding patients¿ statuses; to remotely review other standard or critical near real-time patient data, waveforms, alarms, and results in order to utilize this information to aid in clinical decisions. The user manual contains warnings such as "the wave clinical platform is intended to supplement and not replace any part of the hospital's device monitoring or electronic data management systems. Do not rely on the wave clinical platform product as the sole source of alarms". Additionally, if the supplemental / secondary alerts did not go through to the user, the primary devices would continue to function and provide primary alerting as those devices are designed. Troubleshooting activities determined the customer needed to upgrade to v1.7 to resolve the issue. Follow up with tech support case owner confirmed customer completed the upgrade. No further assistance was required, and the device was functioning as intended. An interruption or delay in the receipt of an emergent alert, could result in serious injury or death if the event were to recur and if the caregiver was solely relying on receiving the secondary alert via mobile phone notification and not the alert that is generated from the primary monitoring device connected to the patient. Therefore, hillrom is cautiously reporting this event.